Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed. Diagnostic imaging was performed and confirmed that the left ventricular (lv) lead was dislodged. During the lead revision procedure, the stylet could not be advanced in the lead. The lv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
Correction: upon follow-up, the correct serial number of the device was found to be (B)(4).